Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-18. The cause of the shocking and inability to interrogate was not yet determined because the patient has an appointment with their physician on (B)(6) 2018. This was confirmed with the physician/account. Additional information was received from the rep on 2018-dec-19. The rep indicated that the patient was seen on (B)(6) 2018 for a shocking sensation down their leg. It was unknown which leg or both was shocking them. The rep indicated that another rep tried to interrogate the ins but was unable to communicate with the physician programmer. The patient programmer was unable to communicate and the patient is not feeling stimulation. The rep reported that they believe the ins is dead. The rep also noted that the patient was implanted for right arm pain and rsd, not for their legs. The patient would be seeing a healthcare professional (hcp) on (B)(6) 2018 for an x-ray. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the results of the x-ray, the cause of the shocking and the steps taken to resolve the shocking was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. The consumer reported that the patient felt like the ins was shocking him to death. The consumer reported that all the shocking was on the right side. The consumer reported that if the patient laid still he was fine but if he moved slightly, he screamed. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they would get someone to see the patient to turn the therapy off. The rep later reported that another rep couldn¿t interrogate with the patient¿s implant. The rep didn¿t have another clinician programmer to try. The rep reported that she would connect with the patient further to determine how/why the shocking sensation started and hopefully get another clinician programmer to connect with the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the patient's ins had died and it was not working. No further complications were reported/anticipated.